Manufacturer narrative:
Correction: additional information indicates the system was explanted due to the patient needing an MRI. However, this device is not MRI conditional, therefore, this device is no longer considered reportable.

Event description:
Additional information indicates the system was explanted due to the patient needing an MRI.

Event description:
It was reported that the patient underwent surgical intervention on an unknown date wherein the system was explanted. No further information is known at this time.

Manufacturer narrative:
The date of event is estimated. Further information requested, but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.